Event description:
It was reported that the scissors were dull.

Manufacturer narrative:
This unit was not received for evaluation. Therefore, the reported condition could not be verified. The most probable root cause is manufacturing or user abuse. The instructions for use (IFU) recommends the following: visually inspect instruments for cleanliness. Inspect the instruments after each cleaning and disinfection cycle to ensure proper functionality and safety. If you suspect a problem, immediately set aside the instruments for repair. Inspect all jaw components, ratcheting components, and cutting edges for damage. Instrument jaws should align with each other and open and close completely. Inspect for burns, cuts, and abrasions in the electrical insulation on the insert and/or the handle for instruments equipped with electrosurgical capabilities.